Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During installation of the device, the air bubble detection system repeatedly alarmed and a "check sensor" message was displayed on the central control monitor even though air was not present. There was no adverse consequences to the pt as a result of this event.